Event description:
It was reported that atrial refractory events and double atrial refractory events were seen on electrogram due to t-wave oversensing. Reprogramming was done and the device remains in use. No patient complications have been reported as a result of this event.